Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Follow up with the physician found that the infection was first observed in (B)(6) 2013. The physician's assessment of the relationship of the infection to vns is that it is related to the medical device and surgery. No patient manipulation or trauma occurred which is believed to have caused or contributed to the event. The anatomical location of the infection is cervical wound. Cultures confirmed that it was (B)(6). The patient's infection has been resolved. No other information was provided.

Event description:
It was reported that the patient underwent vns therapy system replacement due to infection. Both lead and generator were explanted and the patient was not reimplanted at this time. It is unknown if the patient will be reimplanted at a later date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Additional information was received which indicates the date of event was different from what was reported on the initial MDR.